Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp), during surgery, fluid leak was identified. All components of the existing ipp were explanted and replaced with a new ambicor penile prosthesis. There were no patient complications reported.